Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging cable and wall power adapter. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.